Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an intermittent vibration issue with the pump. The reporter stated that the audio alerts of the pump were still functioning normally. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the vibratory features of the pump were tested and found to be functioning properly. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.